Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a nurse via a professional information representative who contacted the company with a product request, concerns a (B)(6) female patient. Medical history included type 1 diabetes mellitus, foot ulceration, unspecified memory problems, depression, impaired gastric emptying, retinopathy and impaired hypoglycaemia awareness. Concomitant medications were unknown. The patient received insulin lispro (humalog) cartridge via a reusable device (humapen, memior) at an unknown dose and frequency for treatment of type I diabetes starting on an unknown date. On an unknown date, the reusable humapen memior pen was not available and a reusable humapen (unknown device) was provided as a replacement. It was stated, the patient used a reusable memior pen due to her eyesight and memory. On (B)(6) 2012, while using the reusable humapen (unknown device) lot number not provided, she overdosed twice because she forgot that she had taken her dose. It was unknown as to the dose of insulin lispro administered. The overdose of insulin lispro resulted in a hospital admission due to hypoglycemia. The patient was treated for hypoglycemia, details not provided, and the event resolved. The patient was also provided hypoglycemia information while in the hospital. On an unknown date, the reusable humapen (unknown device) was replaced with a reusable humapen memior device. At the time of reporting, no further hospital admissions due to overdose was reported. Treatment with insulin lispro continued. The reporting nurse related the event of hypoglycemia to the overdose of insulin lispro. It was unknown if the patient was a trained user of the device. The general device duration of use and problem device duration of use was not provided. Return of reusable humapen (unknown device); lot number not provided, was not expected as there was no product complaint associated with this device. Update (B)(6) 2012: additional information was received by the initial reporting nurse on (B)(6) 2012. This case was changed from non valid to valid as a patient identifier and suspect drug was obtained. Updated the psur statement and narrative. Edit (B)(6) 2012: upon internal review of information received (B)(6) 2012, changed device improper use to yes. Completed device medwatch info area. Update (B)(6) 2012: additional information received (B)(6) 2012. Added device specific safety summary. Updated device medwatch info area and EU/ca device fields. Updated narrative.

Manufacturer narrative:
No further follow-up is planned. Evaluation summary a nurse reported a patient was given an unknown type of humapen device as a replacement for the humapen memoir. The reporter indicated the patient used memoir device due to eyesight and memory problems. The reason why a replacement device was needed was not provided. The memoir device does have a dose memory feature. While using the unknown type of humapen device, the patient overdosed twice because she forgot that she had already taken her dose. The patient was hospitalized for hypoglycemia as a result of the overdose. There was no product complaint reported and the device was not returned for investigation. There is evidence of improper use. The patient used the device while visually impaired. Lilly humapen device user manuals state they are not recommended for use by the blind or visually impaired without assistance from a sighted individual that has been trained to use them.